Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on an unreported date a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. Treatment for the peritonitis event was unknown. It was reported that the patient has not recovered from the peritonitis event. It was not reported if extraneal therapy was ongoing. Additional information was requested but is not available.